Manufacturer narrative:
The insulin pump was received with button error alarm and had unresponsive act buttons due to moisture damage keypad traces. We were unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify bad battery or failed battery test alarm due to unresponsive button. The insulin pump had minor scratches on lcd window, cracked battery tube threads, broken reservoir tube lip, missing o-ring reservoir tube, cracked reservoir tube window and cracked case at reservoir tube window corners.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump's act button was sticking. The insulin pump alarmed failed battery test and button error. Customer's blood glucose level was 140 mg/dl. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.